Event description:
Report received from (B)(6) states: "clogged filter within the tubing system. The doctor changed the cassette for fear that the aspiration would fail. No pt impact."

Manufacturer narrative:
Additional info has been requested yet not received. Sterilization and lot history records were reviewed and no exceptions were found.